Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the chest drain valve from a simple pneumothorax aspiration accessory set disconnected during a 2pm procedure. Bubbling in the valve was also noted. As a result, the procedure was cancelled, and the patient was transferred. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was reported that the chest drain valve from a simple pneumothorax aspiration accessory set disconnected during a 2pm procedure. The valve was placed to treat a pneumothorax. The drain was secured to the patient with sutures, but the valve itself was just connected to the tubes. The valve was connected to the drain and to the drainage system. The bubbling was seen in the drainage system. The customer believed the clear tube of the valve was not properly crimped to the blue part resulting an air leak of the valve and the continued bubbling in the drainage system, despite the x-ray showing no more air in the pleura. As a result, the procedure was cancelled, and the patient was transferred. The transfer did not lead to prolonged hospitalization. No adverse effects were reported. Reviews of documentation including the complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used chest drain valve (cdv) was returned. A piece of an ancillary device was left attached to the valve with a zip tie around the connection. The ancillary device appeared to have been cut. The blue end of the cdv was evaluated and was able to be separated from the body of the device. However, the blue end of the valve was able to be re-connected to the clear body of the device. No damage was noted to the glue bond of the inner flap on the blue end of the cdv. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Based on the available information, inspection of the returned device, and the results of the investigation, cook concluded the cause of this event is component failure unrelated to manufacturing deficiencies. The blue end of the chest drain valve can separate from the clear body of the device with enough pressure. Therefore, it is possible that during use pressure was placed on the blue end of the device which could have loosened it. Device return showed the blue end was able to be reconnected to the clear body of the device to recreate the seal. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided. The valve was placed to treat a pneumothorax. The drain was secured to the patient with sutures, but the valve itself was just connected to the tubes. The valve was connected to the drain and to the drainage system. The bubbling was seen in the drainage system. Additionally, the customer explained that the clear tube of the valve was not properly crimped to the blue part. So that probably caused an air leak of the valve. That is why the bubbling continued in the drainage system, whereas the x-ray showed there was no more air in the pleura. The transfer did not lead to a prolonged hospitalization.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.